Event description:
"We recently switched to nova from accucheck. Nursery staff do not trust the results from nova. On this patient, nova gave a glucose result of 21. The same heelstick was used to send blood to the lab for correlation versus lab analyzer. That result was 43. The baby was treated for hypoglycemia in error."

Manufacturer narrative:
Attempts to obtain additional information are currently in process. It is unknown if the product is available to be returned for analysis. The type of investigation is to be determined. Upon receipt of additional information a supplemental report will be filed. Qc was analyzed and passed 47 minutes prior to the patient test. There was no report of any sequelae to the infant. Common issues regarding the performance of the meter in a neonatal setting have been observed by users and/or reported in the literature, including: variability in replicate measurements of whole blood capillary glucose on the statstrip glucose meter obtained from a single heel skin puncture using a lancet. Observation of a slight negative or positive bias on the statstrip glucose meter relative to central laboratory glucose methods. Observation of discordance between capillary glucose measurement on the meter and confirmatory testing of plasma glucose by central laboratory leading to conclusions that the meter is inaccurate. Factors which can affect the accuracy of any laboratory test are generally categorized into 3 groups: pre- analytical (before the test), analytical (during testing, such as with the device), or post-analytical. The most common reason for inaccurate results is pre-analytical errors. Thus, having a standardized protocol for blood drawing, and following this is critical in assuring accuracy. Such protocols are generally institution specific, although some common factors in the neonatal population include adequate size and type of lancet, proper heel warming and cleaning, wiping away the first blood drop, and refraining from squeezing or "milking" the heel to get blood. Although we have no specific recommendations for lancets, we are aware that 2.0 mm blade-type lancets are effective. Because of the small sample size of the statstrip 1.2 microliters), extra interstitial fluid can impact the results, generally causing a lower reading due to the lower glucose concentration in this fluid. Studies have shown that using an automatic lancet and heel warming reduces the procedure duration and apparent discomfort of the heel stick.

Manufacturer narrative:
The patient identifier was changed from (B)(6) to (B)(6). This is a supplemental report for the initial patient identifier of (B)(6). Multiple attempts were made to the customer to obtain further details, on 5/6 and 5/14, with no response. To date, the product has not been returned to nova for evaluation. Without the returned product a detailed investigation on the failed product could not be performed, and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the product is returned, the complaint shall be re-opened. A neonate document was sent to the customer with the following recommendations: "control pre-analytical error - reinforce proper specimen collection technique, including heel- warming, lancet size and type, and avoidance of excessive squeezing or milking. Understand the biologic variability that will be present when samples are taken at different times or from different sites. Have an awareness of the inherent imprecision of the bgms. Understand the role of interfering agents in bgms." DHR reviews were performed on the reported meter and strip lot. No abnormalities or concerns were observed. The DHR indicated the released product met all specifications. No further action is recommended at this time. Nova will continue to monitor for this or similar events.